Event description:
It was reported via repair work order that the siderail could not be latched in place due to broken top rail and malfunctioned latch spindle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.